Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to improper loading of the medication. A field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system drawer main malfunctioned. The customer reported that the issue arose when the user attempted to dispense the medication to the patient. There was no delay as the customer was able to get the medication from the pharmacy. There were no adverse events or injuries reported based on this incident.